Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354vrg implantable cardioverter defibrillator (ICD), implanted: unknown. (B)(4).

Event description:
It was reported that low high voltage impedance was observed on the chronic subcutaneous array one day after implant of an epicardial lead. An xray was performed and revealed the array had retracted approximately five centimeters. It was further reported that the lead was accidentally dislodged during implant of the new epicardial lead. The array was removed and replaced. No patient complications have been reported as a result of this event.